Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently unresponsive due to contamination under the contact. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. The ok keypad button was intermittently unresponsive. Evaluation revealed contamination under the ok keypad button. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.